Manufacturer narrative:
The patient had an unrelated surgery and did not put the ipg into surgery mode. The patient reported that she had connection issues with the controller, before the procedure, and was not able to put the device in surgery mode. Troubleshooting was attempted with success and the ipg was recovered. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg was not communicating with external devices. The patient had an unrelated surgery and did not put the ipg into surgery mode. The patient reported that she had connection issues with the controller, before the procedure, and was not able to put the device in surgery mode. Troubleshooting was attempted with success and the ipg was recovered.